Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Reporter is synthes sales consultant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, while inserting an unknown dynamic hip screw (dhs) lag screw, a portion of the coupling screw broke off and the guide shaft stripped off the screw leaving part of the coupling screw incarcerated in the lag screw rendering it broken. Hence, a piece of the coupling screw was left inside the lag screw, which was subsequently removed from the patient and a new lag screw implanted. The procedure was finished successfully using a second dhs instrument set. It is unknown if there was surgical delay with no patient consequence. This report is for one (1) dhs/dcs coupling screw. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part #: 338.20, synthes lot number: ft00112, supplier lot number: ft00112, manufacturing site: synthes monument, release to warehouse date: 04-jan-2011, supplier: (B)(4), no ncr¿s were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the short coupling screw was received at the us cq. The diamond grip of the device was partially worn down. There were surface scratches on the shaft. The threaded distal tip of the shaft was broken off at the base of the segment, leaving behind only the round beveled edge on the middle shaft segment. The tip fragment was not returned with the screw. No other issues could be identified with the returned portions of the device. Functional test: a functional test was performed on the short coupling screw with the associated guide shaft with flats. The screw was able to interface and freely rotate within the guide shaft as intended. The complaint cannot be replicated with the returned device(s). Dimensional inspection: inner diameter was measured and found to be confirming per relevant drawing. Manufacturing record evaluation: the received device (part # 338.20 lot # ft00112) was manufactured at the synthes monument site on 04 january 2011. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Conclusion: the complaint of damage was confirmed for the short coupling screw. The threaded distal tip of the screw had been broken off. The shaft of the screw had scratches and the grip had slight wear. The dimensional inspection did not indicate any nonconformities, but since the tip fragment was not received, the inspection did not cover all relevant features. The complaint of unable to disassemble was not confirmed. A functional test had shown that the screw was able to function with the returned associated guide shaft with flats device, but the complaint was alleged in relation to the associated lag screw device that was not received. The broken fragment that was alleged to be lodged in an associated lag screw could not be identified as a result. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. No definitive root cause could be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B3: unknown date in 2019 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.